Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed myopotential noise, with subsequent double-counting of the t-waves. Additionally, during a data review, the physician noted two similar episodes of over-sensed noise that were untreated. The patient was evaluated in-clinic, where maneuvers were able to reproduce the myopotential noise, but no over-sensing was observed. It was noted that the system shock impedance measurements were stable during provocation. Diagnostic imaging was also performed, which revealed no abnormalities with the electrode integrity. The physician performed the automatic set-up tool, but only the primary sensing vector was suitable, as the other sensing vectors either had low r-wave amplitude measurements, or a poor sensing ratio. The physician elected to program off therapy to prevent further inappropriate shocks and the device data was forwarded to boston scientific technical services (ts) for review. Ts confirmed the presence of myopotential noise. Potential programming options were provided, as well as recommendations for verifying adequate system placement. At this time, the s-ICD remains implanted, but shock therapy is programmed off and the patient is awaiting a system upgrade to a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed myopotential noise, with subsequent double-counting of the t-waves. Additionally, during a data review, the physician noted two similar episodes of over-sensed noise that were untreated. The patient was evaluated in-clinic, where maneuvers were able to reproduce the myopotential noise, but no over-sensing was observed. It was noted that the system shock impedance measurements were stable during provocation. Diagnostic imaging was also performed, which revealed no abnormalities with the electrode integrity. The physician performed the automatic set-up tool, but only the primary sensing vector was suitable, as the other sensing vectors either had low r-wave amplitude measurements, or a poor sensing ratio. The physician elected to program off therapy to prevent further inappropriate shocks and the device data was forwarded to boston scientific technical services (ts) for review. Ts confirmed the presence of myopotential noise. Potential programming options were provided, as well as recommendations for verifying adequate system placement. At this time, the s-ICD remains implanted, but shock therapy remains programmed off and the system has not been explanted. The patient currently does not require defibrillation therapy. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed myopotential noise, with subsequent double-counting of the t-waves. Additionally, during a data review, the physician noted two similar episodes of over-sensed noise that were untreated. The patient was evaluated in-clinic, where maneuvers were able to reproduce the myopotential noise, but no over-sensing was observed. It was noted that the system shock impedance measurements were stable during provocation. Diagnostic imaging was also performed, which revealed no abnormalities with the electrode integrity. The physician performed the automatic set-up tool, but only the primary sensing vector was suitable, as the other sensing vectors either had low r-wave amplitude measurements, or a poor sensing ratio. The physician elected to program off therapy to prevent further inappropriate shocks and the device data was forwarded to boston scientific technical services (ts) for review. Ts confirmed the presence of myopotential noise. Potential programming options were provided, as well as recommendations for verifying adequate system placement. At this time, the s-ICD remains implanted, but shock therapy is programmed off. No additional adverse patient effects were reported.